Manufacturer narrative:
The customer decided to go with a third party to service the device.

Event description:
It was reported to philips that the device does not work. There was no patient involvement.